Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer was having a error code 260.4130 I explain to the customer that he needed to replace his logic board. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer stated that he would send the 8100 in for repair.